Event description:
Information was received that reported a patient was hospitalized in 2008 due to an incident of diabetic ketoacidosis. The reporter states that the patient was brought to the hospital anout four days later, due to vomiting; upon admit to the hospital he was diagnosed in diabetic ketoacidosis. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.